Manufacturer narrative:
H.10: a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The gas blender was requested for further investigation and the issue could be reproduced. Also another error code associated to an ad transformer fault appeared and a co2 value was shown even if it should have been zero "0.00". During the tests it was ascertained that the root cause of event was a defective co2 flow controller which output voltage did not meet the required specification.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system triggered an error code associated to a discrepancy between the set and the actual values of gas output during service. There was no report of patient injury.